Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for the single leaflet device attachment resulting in surgical mitral valve replacement. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. Reportedly, the patient had a small atrium, with a coaptation defect in the central region between the leaflets. One mitraclip was implanted, reducing the mitral regurgitation to grade 3. The clip delivery system and steerable guide catheter were removed from the patient anatomy without difficulty. Although there was no reported difficulty visualizing the clip during the procedure, a non-abbott pigtail pressure catheter was used but could not be seen on echocardiogram. During removal of the pigtail pressure catheter, it was noted that the catheter was caught in the deployed clip. An attempt was made to remove the catheter by pulling lightly; however, this caused the clip to detach from the posterior leaflet. The mr grade increased to 3. The patient was sent to surgery, where an artificial mitral valve was implanted. The patient was doing well post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of unchanged mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with the mitraclip procedures and was likely due to the single leaflet device attachment (slda). All available information was investigated and the reported slda and device damaged by another appears to be related to user technique/procedural conditions as the pigtail pressure catheter was caught in the deployed clip and upon removal, resulted in device damaged by another and slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initial report, it was noted that the mitral regurgitation (mr) began at grade 3 and was reduced to grade 1 after implantation of one mitraclip. After the non-abbott pigtail pressure catheter was caught in the deployed clip and the clip detached from the posterior leaflet, the mr increased back to grade 3. No additional information was provided.